Event description:
On (B)(6) 2013, the reporter contacted animas alleging that there were lines across the bottom of the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with vibratory and audible sounds. The display screen remains blank and does not go the verify screen. Pump was opened to investigate. The display screen was observed to be cracked. The damaged display screen was replaced with a test screen; test screen worked and had no lines through it. Investigators were unable to verify line through display complaint; display screen in the returned pump was cracked and damaged and did not power on.